Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle pierced through the bd nexiva¿ closed IV catheter system - dual port while introducing it into the patient's vein. The following information was provided by the initial reporter, translated from french: "during the infusion, the needle pierced the guide, making it impossible to catheterize, causing pain to the patient. Measures taken: use of a second device".

Event description:
It was reported that the needle pierced through the bd nexiva¿ closed IV catheter system - dual port while introducing it into the patient's vein. The following information was provided by the initial reporter, translated from french: "during the infusion, the needle pierced the guide, making it impossible to catheterize, causing pain to the patient. Measures taken: use of a second device"

Manufacturer narrative:
H6: investigation summary : our quality engineer inspected the (B)(4) photos submitted for evaluation. The reported issue of needle through catheter was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. DHR for packaged needle (pn) was reviewed for batch 2245364 (catalog 383536).